Manufacturer narrative:
Batch review performed on 10 september 2020: lot 100867: (B)(4) items manufactured and released on 22-june-2010. Expiration date: 2015-05-31. No anomalies found related to the problem. To date, 29 items of the same lot have been already sold without any similar reported event since 01-jan-2016. Additional implant involved: gmk-primary 02.07.0035rp patella resurfacing size 3 (k090988) lot. 101842. Batch review performed on 10 september 2020: lot 101842: (B)(4) items manufactured and released on 12-jul-2010. Expiration date: 2015-05-31. No anomalies found related to the problem. To date, 60 items of the same lot have been already sold without any similar reported event since 01-jan-2016.

Event description:
The patient came in reporting instability due to a loose patella and tibial tray. 10 years post primary the surgeon revised the femoral component, tibial tray, insert, and patella and added an extension stem and cone. The surgery was completed successfully.